Event description:
It has been reported the pt was undertaken a surgical intervention to explant the system ipg due to an infection found at the ipg pocket site. The physician also explanted the system leads and the extensions. The pt was treated with antibiotics. F/u on the pt status indicated the pt is recovering well and is off the antibiotics. No further pt complications were reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.